Event description:
It was reported that 37 months post-implant of a bifurcated device, an infrarenal aortic extension, and two limb extensions; the patient presented with a proximal type I endoleak of the infrarenal aortic extension. The patient was treated with two suprarenal aortic extensions, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with this lot were noted. Actual device not returned hence no device evaluation performed. However, images were provided and reviewed by clinical representative confirming the presence of proximal type I endoleak. Endoleaks are a known risk of the procedure. No conclusions can be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.